Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformance's during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak following the patient's treatment. The patient's contact discovered fluid on the floor and found that it was leaking from a solution bag and the cycler set. The connection appeared to be secure. The set was discarded. The patient contact reported the patient's effluent remained clear. During follow up the patient's pd nurse reported the patient had not made her aware of any leaks and did not report any signs of infection. She was not prescribed any antibiotics.